Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: h2, h3, h6, h11. Corrected fields: d4 expiration date (removed), d10, e3, e4. The device was returned to olympus for inspection, and the reported failure e315 incompatible scope error was confirmed, and image blackout was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the e315 incompatible scope error was traced to a component failure, and the most probable cause of the image blackout was not determined. The most probable cause of the blurry image was traced to a component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited the image blackout and an e315 scope communication error during inspection for use. There were no reports of patient involvement.